Manufacturer narrative:
Results: a photo was returned showing defect. A sample was returned for evaluation showing evidence of foreign material. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5141609. Conclusion: the discoloration seen on the sleeve appears to be embedded in the sleeve material and originated at the supplier level.

Event description:
It was reported that the bd vacutainer® adapter with luer adapter had foreign matter on the needle sleeve. No injury or medical intervention.